Manufacturer narrative:
The cause for this event is related to reagent pack serial number (B)(4) and the mishandling or misuse of that particular pack. Customer has since discarded the reagent pack in question; therefore, it could not be determined whether customer shared, mis-loaded or mishandled the reagent pack in some manner that would have caused the erroneous results; the exact cause of the failure could not be determined. The field service engineer (fse) inspected the instrument and was able to verify instrument operation without having to perform any repairs. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the access 2 immunoassay system generated erroneously low tsh (thyroid stimulating hormone) results for thirteen patient samples that were below the normal range of the assay. Repeat testing of the patient samples on the same instrument produced higher results. Customer stated that some of the erroneous results were reported out of the laboratory, but were flagged and the reports were amended. There was no death, injury or change to patient treatment attributed to or associated with this complaint. A review of the supplied information revealed that all of the results that were questioned by customer were generated from reagent pack serial number (B)(4). It is evident from the supplied archive data file that the reagent pack was mishandled, causing the erroneous results to be isolated on one on-board reagent pack. All of the questioned results produced baseline rlu (relative light unit) values, which indicated that the reagent pack was either shared on a different system and / or misloaded; or, the reagent pack had been improperly handled in some manner to produce the erroneous results.